Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited loss of ventricular capture when testing in temporary vvi (ventricle only) mode at 5v output. However, when tested in temporary ddd (dual chamber) mode , ventricular capture was normal. This was noted in both unipolar and bipolar modes. Lead impedances and atrial lead function were noted to be normal. The ipg and leads had been implanted for 4 months prior to being explanted. The ipg was returned for analysis.